Event description:
Nurse from the heathcare facility called in stating, a patient of ours expired at the hospital. The nurse at the multicare facility found the patient unconscious, and the wcd stated "patient unconscious". Patient was then transferred to hospital after removing the wcd system. Patient expired at the hospital. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing . The therapy cable was not recovered from the field. Device event log indicated that the patient was wearing the wcd system during the asystole episode. Wcd is not indicated for the treatment of asystole. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated.